Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was reported that this was a closure of the right femoral vein using a prostyle device after an ablation procedure, using a 7fr sheath. Reportedly, there was resistance when removing the needle plunger and a suture break occurred. The knot was present, but it could not be advanced. The suture was removed and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was a closure of an unspecified vessel using a prostyle device after an unspecified procedure. Reportedly, there was resistance when removing the needle plunger and a suture break occurred. The knot was present, but it could not be advanced. The suture was removed and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.